Event description:
While performing the fna, it was noticed on the 3rd or 4th pass that the tip of the needle broke. Biopsy forceps were used to successfully remove the needle portion that broke off inside the pt. Another echo-hd-22-ebus-p was opened and used to complete the procedure. Per customer the pt did not experience any adverse affects.

Manufacturer narrative:
There was no echo-hd-22-ebus-p device of lot c801930 in stock at the time of the investigation. We were advised that the device involved in this complaint was available to be returned for eval but the device has not been received at cook (B)(4). The complaint file will be re-opened to include the device eval if the device is received at a later date. The complaint info stated that user of the device had the following issue: "while performing the fna, it was noticed on the 3rd or 4th pass that the tip of the needle broke. Biopsy forceps were used to successfully remove the needle portion that broke off inside the pt. Another echo-hd-22-ebus-p was opened and used to complete the procedure." As the device was not returned for eval, the customer complaint could not be confirmed and the cause of the complaint could not be conclusively determined. Prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the mfg records for echo-hd-22-ebus-p device of lot c801930 did not reveal any discrepancies that could have contributed to this complaint. The instructions for use, IFU, advises the user to "visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The 2 year complaint history has been reviewed and the occurrence of this complaint type is low. No corrective action is warranted at this time. The tip of the needle was successfully retrieved from the pt. From the info provided there were no adverse effects to the pt. Complaints of this nature will continue to be monitored for potential emerging trends.